Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that there is a protrusion through the patient's skin and it is palpable. The doctor suspects that the protrusion may be related to the ring. The patient is complaining of pain in that area.